Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. She checked the bolus history and found it was partially delivered. She tried to deliver the rest of the dose and received a motor error alarm. The device was not exposed to a magnetic field. The customer was assisted with rewinding and delivering the bolus. The alarm history was checked and it had motor error alarms on (B)(6). Blood glucose value was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support was inspected, and no anomaly was noted. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window and cracked battery tube threads.